Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had trouble threading the white power cable connection to their mobile power unit (mpu). The mpu will be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty threading the white power cable connection to the mobile power unit was confirmed. The mobile power unit (mpu) (B)(6) was returned for analysis to the service depot and was evaluated and tested on 10feb2022. The reported issue of difficulty connecting the mpu's white connector was confirmed. The issue was found to be due to damage on the white connector threads. The mpu was forwarded to the product performance engineering (ppe) lab. In the ppe lab the mpu was connected to a system controller and mock loop. The mpu functioned as intended; however, the white connecter was found to be more difficult to fasten to the system controller than the black connector. The root cause for the difficulty fastening the white power cable was due to damaged threads on the mpu's connector; however, a root cause for the damage to the connector thread was unable to be conclusively determined through this analysis the device history records were reviewed and the records revealed the mobile power unit (B)(6) was manufactured in accordance with manufacturing and qa specifications and was shipped via customer order on (B)(6) 2019. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.